Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 14405532.

Event description:
It was reported that the patient had discomfort at the ipg site and experienced strong sensations. All components were explanted and will not be returned per hospital policy.